Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient of feeling a shock, arm going numb, and arm and shoulder soreness. The patient was informed that pacemakers don't have the ability to deliver shocks. Additional information has been requested and not yet received. No further patient complications have been reported as a result of this event.